Event description:
Note: age and weight of the female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during warming phase of an hta procedure the patient began bucking. The system was paused and the procedure was stopped. When the bucking stopped, the procedure was resumed. A fluid loss alarm occurred. The ablation was continued and completed. At the end of the procedure, a vaginal burn (degree unknown) was noticed and treated with silvadene and estrogen cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.